Event description:
(B)(4). System failure.

Event description:
Additional information was received indicating no patient involvement.

Manufacturer narrative:
Other text: additional event information received indicating no patient involvement updated b5 and h6. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented top case cracked by the front right bottom corner, cracked right plunger case and visible contamination by the "l" bracket pole clamp. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Replaced speaker as preventive measure. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000.